Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the unit would not properly mesh. The cutter was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that this device is not meshing properly during surgery. An additional graft was not necessary and there was no notable procedure delay nor harm/injury to any persons involved. No adverse events were reported as a result of this malfunction.